Manufacturer narrative:
There were no unexpected battery out limit alerts noted on the pump. The pump passed the displacement test and the off no power test. It was noted that the operating currents were in specification and there was an intermittent button response on the esc button due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that she received a pump error message a couple of days ago. Customer stated that she went to suspend the pump and the buttons stopped working. Customer changed the battery and received a battery out limit alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.